Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Synergy (B)(4) registry it was reported that the patient died. In (B)(6) 2020, the subject was referred to cardiac catheterization and index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 95% stenosis and was 43 mm long and a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of 3.00 mm x 20 mm synergy stent overlapped on a 3.00 mm x 28 mm synergy stent. Following this intervention, post dilation was performed with 0% of residual stenosis. On the following day, the subject was discharged on aspirin and clopidogrel antiplatelet medication. Two days post index procedure, the subject died with an unknown cause of death. No other action was taken to treat the event.